Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jul-05. The event was reported by national answering services. The actions/interventions taken to resolve the withdrawal was the patient was managed on oral medication. The patient¿s weight and the resolution of the withdrawal were unknown by the representative.

Manufacturer narrative:
Describe event or problem: updated to reflect the information received on 2017-oct-03. If remedial action initiated: updated to reflect the report that the patient's pump had been explanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2017-oct-03. It was reported again that the patient had a baclofen underdose and was treated at the hospital. The rep noted that a dye study was done and the pump was replaced on (B)(6) 2017. It was noted that the patient's daughter had asked the rep about the status of the pump that had been returned. No further com plications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jul-05. The event was reported by national answering services. The actions/interventions taken to resolve the withdrawal was the patient was managed on oral medication. The patient¿s weight and the resolution of the withdrawal were unknown by the representative.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8596 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type catheter product ID 8598 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-jul-14. It was stated that the withdrawal had not been resolved. The patient was being scheduled for a catheter replacement, but it was not on the schedule yet. The patient¿s weight at the time of the event was unknown. Other indications for use included intractable spasticity and spinal cord injury/spinal cord disease. Additional information was received on 2017-jul-24. The catheter replacement was due to the patient¿s symptoms.